Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the physician performed the ligation from cardia upward. There was only one band deployed and the rest of the bands were unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached and some of them were overlapped and moved from their position. One band was found damaged. The trip wire was secured and the ligator head teeth were damaged/bent. These findings are consistent with the findings when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped and one band was damaged. These suggest that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head which could have been due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other, consequently, damaging/bending the ligator head teeth. It is possible that these difficulties encountered caused the damage/bend on the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6), 2022. During the procedure, the physician performed the ligation from cardia upward. There was only one band deployed and the rest of the bands were unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached and some of them were overlapped and moved from their position. The trip wire was secured and the ligator head teeth were damaged/bent, which are consistent with the findings when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped. These suggest that the device could not deploy. These conditions could have been generated due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other, consequently, damaging/bending the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6)2022. During the procedure, the physician performed the ligation from cardia upward. There was only one band deployed and the rest of the bands were unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.